Manufacturer narrative:
Conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported the device was explanted (B)(6) 2017 and was replaced with another ins. The patient had reported that she could not charge her battery and it was not holding a charge. The ins had completely depleted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the ins was at end of service (eos) and had reduced capacity due to three overdischarges. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Analysis determined that no telemetry was observed with an n'vision clinician programmer. The information obtained from the ins upon receipt indicated the device had reached eos due to 3 overdischarges. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported problems recharging and no stimulation. The patient reported getting an error message and a reposition antenna screen and that nothing was working. The patient was not sure the last time the device was charged. The patient indicated it had been a while since they noted no stimulation. The patient was redirected to their healthcare provider (hcp) to address the possible overdischarge. No further complications were anticipated. The indication for implant was non-malignant pain.